Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: https://doi.org/10.24969/hvt.2023.432.

Event description:
Title: clinical manifestations and treatment outcomes of pulmonary aspergilloma. The aim of this study is to assess the risk of surgical treatment and to evaluate outcomes of the surgical resection in the treatment of pulmonary aspergilloma. Between 2015 to 2017, a total of 51 patients (41 male and 10 female patients in the age group of 15 to 65 years) who underwent thoracotomy for pulmonary aspergilloma while using 3¿0 prolene interrupted stitches and 2.0 vicryl sutures. Reported complications are: n=39; hemoptysis treatment: not reported n=38; cough or sputum treatment: not reported. N=4; fever treatment: not reported n=1; chest pain treatment: not reported n=5; weight loss treatment: not reported n=2; shortness of breath treatment: not reported n=4; bronchopleural fistulas treatment: pectoralis muscle flap cover n=7; residual cavitation and persisting symptoms treatment: redo surgeries n=1; wound infection treatment: long time wound care management. In conclusion, surgical treatment for both sa and ca in a chosen patient population could function to produce favorable long-term outcomes even though postoperative morbidity was higher in ca. Surgical resection is the only effective treatment for aspergilloma. Hemoptysis is the commonest presentation of aspergilloma.